Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine (40 mg/ml at 32 mg/day) and hydromorphone (10 mg/ml at 8 mg/day) via an implanted pump for spinal pain indications. It was reported that approximately one month ago the hcp refilled the patient's pump and sent the patient home. The caller stated that the patient was due for a refill again and noticed that they had programmed the primary drug wrong. The actual concentration was 10 mg/ml and they programmed 20 mg/ml. The caller stated the patient was tolerating things will. It was discussed for the hcp to reprogram the pump to the correct values.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative (rep) indicated that patient was back for reprogramming the correct concentration. The rep verified he would not need to bridge. Technical services reviewed consideration for patient's actual dose and removing bridge option.